Event description:
It was reported that a patient with a 23mm 11500a aortic valve underwent a valve-in-valve procedure after an implant duration of 5 years due to calcification with severe symptomatic stenosis. The tavr procedure was successfully performed with a 26mm 9755rsl valve. The patient was in stable condition post procedure and discharged on pod #1. Per medical records, the patient presented with acute on chronic systolic and diastolic heart failure nyha ii-iii. Per op note, pre-op diagnosis was listed as nodular calcific aortic valve stenosis.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. D4 primary unique device identification (UDI) number: (B)(4).